Event description:
High blood sugars; (B)(6) 2022, at breakfast, I saw a black ring hanging on the tubing of my pump. I then realized the ring had cracked off the top of the pump which secures the reservoir of insulin. I have no idea what might have caused it to completely break off. I was on a cruise ship and got some super glue to try to glue it back on. I resorted to constantly taking my blood sugars and giving myself multiple shots per day. I called medtronic as soon as we reached the USA, (B)(6). A replacement pump was immediately ordered which I received (B)(6). I did have to visit the diabetes doctor on (B)(6) to get long-acting insulin until I received my new pump. My blood sugars were as high as 591 and low as 46 while I tried to maneuver the best as I could without the use of the insulin pump. My doctor had inspected my pump about a month or so ago and said it looked fine even though I had received multiple notifications from minimed to have the pump replaced, so I didn't follow through. FDA safety report ID# (B)(4).